Manufacturer narrative:
(B)(4)

Event description:
The customer reports the pink cap has come off the needle during patient use.

Manufacturer narrative:
(B)(4). The actual sample was not returned for visual inspection; however the customer returned a sealed representative sample sac-01618 kit for investigation. The contents of the package were visually examined, and no defects or anomalies were examined. The introducer needle cannula was firmly attached to the pink needle hub. A device history record review was performed with no relevant manufacturing issues identified. The report that the introducer needle separated from the needle hub could not be confirmed based on visual inspection of the sample received. No defects or anomalies were found in the returned representative sample, and the actual complaint sample was not returned for evaluation. In addition, a device history record review was performed with no evidence to suggest a manufacturing related cause. Without the actual complaint sample available to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the pink cap has come off the needle during patient use.